Event description:
A nurse reported there was no phaco power during a cataract extraction with intraocular lens implant procedure. The cassette and handpiece were exchanged with no resolution of the problem. The surgeon was able to complete the surgery with the same system. There was no harm to the pt. All other cases for the day were canceled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).